Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented in clinic for a follow up after weeks of radiation treatment and the device was in the reset mode. There were no parity errors and the real time clock was stuck. The clock was reset successfully. The patient would continue the radiation treatment and the device would be monitored.